Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing; displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The device functioned properly. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked lcd window, broken reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call, there might be something wrong with the insulin pump. Customer experienced high blood glucose twice in the last week. One time blood glucose was 400 mg/dl and the other time it was over 500 mg/dl. A bolus delivery was attempted and no insulin came out. Customer stated it seemed the piston was not moving all the way. Customer was advised the device needed to be returned and agreed to return it for analysis.